Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive shock applied on the ccd wire. In addition, we confirmed that the control body fluid damage, the down pulley wire fluid damage, the mecha base plate fluid damage, the remote control switch fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the pcb for r.c/zoom switch fluid damage, the control body corroded, the forward body frame corroded, the receptacle corroded, the mecha base plate corroded, the ccd driver pcb corroded, the lg cable connector corroded, the shield cover corroded, the remote control switch malfunction, the pcb for r.c/zoom switch malfunction, the remote control button disinfections damage, and the down pulley wire rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.